Event description:
The patient had one endeavor drug-eluting stent implanted in the 1st om during a revascularization of the cx. Approximately 6 months post implantation, the patient suffered an mi. Patient recovered. Approximately 10 months post implantation the patient had an mi and stent thrombosis in the lad. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction) evaluation conclusions: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
During a revascularization to treat stenosis approximately 28 months post index procedure, 2 integrity bare metal stents were implanted in the lad and 2 integrity bare metal stents were implanted in the cx. Treatment following the previously reported mi which occured approximately 32 months post index procedure, also included ballooning of the cx and om.